Event description:
It was reported that the user experienced a low blood glucose of 69 mg/dl while using the ilet and was out driving when the event began, after which the user consumed oral carbohydrates and the glucose returned to range, measuring 178 mg/dl at the time of contact. Symptoms included hypoglycemia. Outcomes included resolution of the low with self-treatment and continued monitoring without hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device malfunction identified and an unclear cause related to real-world use conditions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.